Event description:
It was reported that the device could not be interrogated with rf telemetry. Inductive telemetry was successfully performed. Inductive telemetry monitoring was recommended until device revision is scheduled. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.